Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he has received no delivery alarms in the past during prime. Blood glucose value was over 200 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer stated she was currently in the hospital for non diabetes related issues. She also reported that the insulin pump has a crack on the thread on the battery compartment. Blood glucose value at the time was 300 mg/dl. Nothing further reported.